Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was intermediate between purge filter and pressure reservoir, continuous reverse blood to connection. Further information explained that there was continuous backflow between the purge filter and the pressure reservoir/purge leaking, at the connection point. Not observed when the 5.5 pump was on, but occurred after surgery (CABG, mvr). Purge pressure and flow rate were within specifications (pressure around 450, flow rate around 8). There was no impact on the patient. It was one of the reasons for the removal.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. D9 device return date added. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was likely as a result of an unintended user error as evidenced by the hole in catheter observed on returned product.